Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between the patient¿s symptoms of muscle weakness, unspecified dexterity issues and altered mental status with subsequent hospitalization and not completing pd therapy with the liberty select cycler. Per the pdrn, the patient was not dialyzing (unknown reason). It was stated that the patient kept experiencing complications with the cycler but no information was given as to the type of complications. It is unknown if the patient completed any manual exchanges or was not dialyzing at all. There is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler. There is no specified allegation against the liberty select cycler for this event. The cycler has not been returned for evaluation. A cause for the patient¿s symptoms cannot be confirmed based on the available information, however, weakness and reflex/dexterity issues are the most common neurological complications in chronic kidney disease

Event description:
It was reported a patient was returning from the hospital after being diagnosed with peritonitis. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). According to the pdrn, the patient was not diagnosed with peritonitis and the hospitalization was for muscle weakness and dexterity issues due to not dialyzing. The circumstances surrounding why and how long the patient was not dialyzing is unknown. Per the pdrn, the patient had received replacement cyclers in the past, however, continued to use the same cycler and continued to receive the same complications (unspecified). The patient had presented to the clinic with the symptoms and was sent to the emergency room (ER). The admission date is unknown. The patient began experiencing a change in mental status (unspecified and unknown date). Hospital course is unknown and it is unknown if the patient continued pd therapy during the hospitalization or if any fresenius products were utilized. The patient was discharged to a rehabilitation facility (unknown date) and was subsequently discharged from the facility on (B)(6) 2018. The patient resumed pd therapy at home.